Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the drawers periodically failed and were not recovered. Replaced coms sled, and after rebooting several times, the machine was working fine. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when logging into the pyxis anesthesia es system by a crna , it displayed a message "system maintenance is required " and the medication drawers were locked, preventing the user from performing a recovery. The customer reported that due to this malfunction, the user was unable to retrieve the medications for a patient, which caused a slight delay in patient care. The customer stated that all cases were moved to another room due to being scheduled in only one room. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had drawer failures periodically due to a defective communication sled. A field service engineer replaced the communication sled and performed a reboot to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when logging into the pyxis anesthesia es system by a crna , it displayed a message "system maintenance is required " and the medication drawers were locked, preventing the user from performing a recovery. The customer reported that due to this malfunction, the user was unable to retrieve the medications for a patient, which caused a slight delay in patient care. The customer stated that all cases were moved to another room due to being scheduled in only one room. There were no adverse events or injuries reported based on this incident.